Event description:
The device involved in this case has been returned and evaluated lifescan product analysis with the following findings: the one touch ultra meter involved in this case has failed functional testing. The meter did not recognize the applied control solution due to the spc pin1 being lifted up. If any additional information is available, the FDA will be notified in a follow-up report. At this time, we consider this matter closed. 7/14/2005.